Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator is a demo unit own by manufacturer but can occasionally be used during patient treatment. Device logs confirm the reported failed flow transducer test during pre-use check. The ventilator was investigated and the nozzle units in the gas modules were replaced but not returned for investigation as they became damaged during removal. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported failed flow transducer test during pre-use check has not been conclusively determined, but the nozzle units were most likely contributing to the event.

Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).